Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via ipsilateral antegrade approach, the pta balloon was allegedly broken off at the hub part at the base of the shaft. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one ultraverse rx dilatation catheter in two segments. During visual evaluation, segment 1consists of the distal end of the catheter which was noted to have a circumferential break at the proximal end of the catheter shaft, no anomalies to the balloon. Segment 2 consists of the inflation hub which had a circumferential break at the strain relief. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported detachment as circumferential break was noted at proximal end of catheter shaft. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b5, d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via ipsilateral antegrade approach, there was allegedly sense of discomfort when removing it. It was further reported that the pta balloon dilatation catheter allegedly broke off at the base of the shaft. There was no reported patient injury.